Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. Reportedly, there were no damages to the battery compartment or cap. It was reported that the battery did not tighten properly even when the instruction for use was followed. The reporter did not note any moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/16/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no power issue was verified in the black box but not duplicated in the evaluation. Review of black box history found unexplained power interruptions. The returned battery cap was undamaged and its contact measurements were within specifications. A battery compartment crack was found running upward from the case seal. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and evidence of moisture intrusion was found inside the pump. (B)(4)